Manufacturer narrative:
Manufacturer's investigation: a specific cause for the reported event and a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively established during this evaluation. The account reported that the patient had progressive right heart dysfunction and the decision was made to return to the operating room to implant an hm3 rvad in the configuration of a total artificial heart on (B)(6) 2019. Multiple attempts were made to obtain additional information regarding the reported event; however, no information was provided by the account. The patient was routinely transplanted on (B)(6) 2019. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 3 month 21 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The patient was hospitalized and implanted with a right ventricular assist device (rvad) on (B)(6) 2019. It was reported the patient had progressive right heart dysfunction and the decision was made to return to the operating room to implant a hm3 rvad in the configuration of a total artificial heart. The patient experienced progression of right heart failure and the clinicians decided to implant a right ventricular assist device. The lvad therapy cannot be ruled out as a contributory effect of right heart failure.